Event description:
Customer reported: the facial support is causing pressure wound to patient when used as suggested by manufacturer. The burns where seen on the forehead near the eyebrows. They say it is a pressure wound that caused multiple burn wounds on the face so yes breakage to the skin. Patient injury.

Manufacturer narrative:
H3: code 81-other: a DHR (device history record) was received from the supplier: during the investigation process, the DHR was reviewed for any discrepancies that might have accurred during product to explain the reported issue and nothing was found. There have been no changes to the chemical makeup of the product, nor have there been any changes to the manufacturing process.

Manufacturer narrative:
The customer has stated the sample is not available for investigation. The device used on the patient was discarded.

Event description:
Customer reported: the facial support is causing pressure wound to patient when used as suggested by manufacturer. The burns where seen on the forehead near the eyebrows. They say it is a pressure wound that caused multiple burn wounds on the face so yes breakage to the skin. Patient injury.